Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that the handpiece displayed a message of high temperature. There were no other details available other than no pt consequence.